Event description:
It was reported that the ceiling suspension (cs) of the digital diagnost r3.x system was getting stuck in the longitudinal 40-inch detent and has to be forced out of it to move. The customer also stated that the user tore bicep while trying to move the longitudinal 40-inch detent. There was no impact to the patient.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost is a stationary x-ray system for general radiographic purposes. It is equipped with ceiling suspended column (carrying the x-ray tube), bucky table and bucky wall stand for general x-ray examinations. Philips received a complaint on digitaldiagnost r3.x system indicating that the ceiling suspension is getting stuck in the longitudinal 40-inch detent and has to be forced out of it to move. Initially customer stated that the user tore bicep while trying to move the longitudinal 40-inch detent. A philips field service engineer (fse) was dispatched to the customer hospital to investigate the problem. After analyzing the sysyem, the fse replaced the motor controller board, which stopped the abnormal movement of the system. However, the users reported that the system was still sticking in a particular place. During his second visit, the fse adjusted the eccentric ball bearings which fixed the issue. The log files were retrieved and analyzed, confirming that the motor controller board was not supplying voltage to the motor. This indicates that the system could not have moved autonomously, as motor-driven movement was not permitted under these conditions. It was determined that the technician applied additional manual force to move the system. An action not recommended by philips - which may have contributed to the resulting biceps tear injury. Efforts made to send the motor controller board to the supplier for further analysis were not successful. Clinical harm review: the reported event of torn bicep muscle was reviewed by the clinical expert. The complaint record was reviewed due to the customer reporting a continuation or recurrence of a previously reported issue whereby the ¿cs is getting stuck in the longitudinal 40-inch detent and has to be forced out of it to move.¿ they state that the user ¿tore [their] bicep while trying to move the longitudinal 40-inch detent.¿ good faith effort communication was attempted. The customer stated that the muscle tear was confirmed by the tech¿s doctor, but otherwise they could not provide any further information due to privacy concerns. This event is assessed as related to the product problem with the device. This event is assessed at a severity 3, and this is higher than predicted in the product safety risk management matrix, severity 2 (rmm details were provided by risk management team upon request and review of the event details). Technical investigation performed by research and development (r&d) and concluded that: the system functioned within the defined design specifications for locking, release, and assisted movement. No mechanical, electromechanical, or design-related failures were identified. Both observed behaviors - perceived sticking and perceived sudden movement - were concluded to be use-related, resulting from an incorrect operational sequence and a lack of operator familiarity with servo-assisted movement. The final root cause and proposed actions are in line with the confirmation provided by the fse, and the actions have already been proposed to the customer. Root cause and corrective actions: issue description 1: injury occurred because the system got stuck. Actual cause: incorrect operational sequence due to insufficient training and unclear instructions. Action: clinical applications training. Issue description 2: injury occurred - system "ran away" from the user. Actual cause: user error - an untrained operator was using the system. Action: provide clinical application training and guidance to the customer. Outcome of health hazard evaluation determination: due to the intermittent nature of the movement issue, there is a delay in performing the diagnosis, as the system requires repeated trials before it is ready to move again. User was not following the correct operational sequence leading to bicep tear. Philips offered the customer clinical applications training, but the customer never responded. No further action has been requested by the customer. The health hazard evaluation assessed risks related to mechanical/moving parts exposure to users. For severity levels ranging from minor (level 1) to serious (level 3), the probability of harm was determined to be remote to improbable. For higher severity levels (e.g., peripheral nerve injury, ligament damage), occurrence was assessed as rare with an improbable probability of harm. Overall, it was concluded that it is not likely that device use will cause adverse events, and the clinical benefits of the device continue to outweigh the identified risks. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was user error. This issue is further trended and monitored. Update conclusion code grid. Update (device) problem code grid. Update evaluation method code grid. Update evaluation results code grid. Update component code grid.